Event description:
It was reported to boston scientific corp that an wallflex enteral duodenal stent was used during a stenting procedure (pt age unk, however, (B)(6)). According to the complainant, the physician was attempting to place the wallflex stent across a duodenal tumor. He was able to get a therapeutic gastroscope at the proximal end of the tumor then passed the wire across the lesion. The stent device was passed over the wire and through the scope. After numerous attempts, the physician was unable to cross the lesion with the stent. There was no visible damage to the device noted prior to use. The procedure was not completed. Another procedure is not scheduled at this time. There were no pt complications reported as a result of this event. The pt's condition was reported as stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).